Manufacturer narrative:
The technician was shown the motor and stated the drive shaft was separated from the body of the motor. The account would not release the motor to the technician. The account has placed the bed out of service and will replace the motor at a later date.

Event description:
The account alleged that a nurse was placing the bed into full trendelenburg position. When lowering the bed, the foot end of the bed fell and motor was found in 2 pieces. No one was injured.